Event description:
Follow-up information received from the healthcare provider (hcp) reported that there was 50% or greater symptom reduction. The hcp was unaware of the event and no further actions were needed at the time of the report. The patient recovered without permanent impairment.

Event description:
It was reported the patient had a dental procedure done within a week prior to report and they had a headache after the dental appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0kq6y, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0kq6y, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).